Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for a routine follow-up. Upon interrogation, elevated capture thresholds and high pacing lead impedance were observed on the low voltage right ventricular (rv) lead. The patient is pacemaker dependent, and therefore, so sensing was not able to be tested. Upon further review, loss of capture was also noted on the rv lead. Auto capture had been turned on and there was no evidence that the patient experienced any pauses due to the loss of capture issue. Lead revision was scheduled. In the meantime, the device was reprogrammed. Subsequently, the lead was capped and replaced on (B)(6) 2019. The patient was stable before, during, and after the procedure.